Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during a colonoscopy with endoscopic submucosal dissection (esd) on (B)(6) 2025. During the procedure, the proknife was used with standard erbe vio3 electrosurgical settings, and submucosal lifting was performed using eleview. The procedure was described as technically challenging and prolonged, lasting approximately 12 hours due to the size and complexity of the lesion. During the procedure, a suspected micro-perforation occurred, which resulted in pneumoperitoneum. The condition was managed intraoperatively with abdominal decompression. Minor bleeding was also encountered and was addressed using epinephrine and hemostatic graspers. Full-thickness closure of the site was performed using overstitch. Due to the extended duration of the procedure and elevated co2 levels, the patient remained intubated and was transferred to the intensive care unit for overnight monitoring. The following day, the physician reported that the patient was stable and was successfully extubated. The exact length of the patient's hospital stay was not reported; however, it was noted that the patient fully recovered and was discharged.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf patient code e2114 captures the reportable event of pneumoperitoneum. Imdrf impact code f2301 captures the reportable event of additional device required (hemo graspers, overstitch). Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required (epinephrine). Imdrf impact code f23 captures the reportable event of unexpected medical intervention (abdominal decompression).